Event description:
It was reported that during a routine inspection by the hospital personnel, the cs100 intra-aortic balloon pump (iabp) reported an error "negative pressure is too low" when turning on the machine, and it was not used by patients. There was no patient involvement.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) reported an error "negative pressure is too low" when turning on the machine, and it was not used by patients.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
The customer refused repair of the unit. If any updates are received a follow up report will be sent. H3 other text : customer denied service